Event description:
The customer reported that the unit shuts down when on ac power.

Manufacturer narrative:
(B)(4): the customer reported that the unit shuts down when on ac power. This complaint is still being investigated. A follow-up report will be submitted upon completion of the investigation.